Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had insulin pump error thrice time and customer was not able to clear the alarm. Customer also stated that the stuck numbers ramping and the scroll bar moving up or down with no input. No harm and medical intervention reported. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer = black. Customer returned insulin pump for an alleged keypad unresponsive/button error alarm/ insulin pump error alarm found on september 23, 2022. Insulin pump was received with a critical pump error (open book image) alarm. Unable to verify keypad unresponsive/button error alarm/insulin pump error alarm or perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered by three consecutive insulin pump error critical handling alarms on september 23, 2022 at 17:34:12 with variable (09). Insulin pump error alarm due to hardware error (line number 313 file number 32143). (6) insulin pump error alarms found in the insulin pump history file/trace on september 23, 2022 started from 14:03 to 15:45 and (3) stuck button error alarms on september 23, 2022 at 16:53, 16:56 and 17:00. Insulin pump was cut open to perform visual inspection and found moisture damage on electrical board / force sensor / motor flex cable connector copper traces. The j1 connector on electrical board was locked properly during visual inspection. Insulin pump passed the keypad voltage test. Force sensor zero offset within specification (23.5 millivolt). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Critical pump error (open book image) alarm confirmed due to three consecutive insulin pump error alarms. Insulin pump error alarm due to hardware error (moisture damage). Cosmetic damage found on the insulin pump case. Keypad unresponsive/button error alarm/insulin pump error alarm was unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.